Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2026, at approximately 11:30 am, the patient began feeling ¿unwell,¿ though no specific symptoms were reported. At that time, the patient¿s cgm displayed a glucose reading of 79 mg/dl, and no bg meter comparison was performed. The patient was using an omnipod insulin pump. As the day progressed, the patient reported feeling ¿increasingly ill,¿ and his wife transported him to the emergency room. Upon arrival at the ER, a bg meter measurement indicated a blood glucose level of 700 mg/dl, while the cgm displayed 88 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids. The patient¿s sensor was also removed during the visit. The patient was discharged from the ER at approximately 5:00 am the following morning, after less than 24 hours of treatment. At the time of the report, the patient stated he was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis